Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins used to belong to another rep, but got lay-off. Caller reports he transferred the ins to himself, but when he interrogated the ins, implant date was set (B)(6) 2023 with 0.2ma. Reviewed implant date cannot be changed. Transfer to customer service. Additional information was received from a manufacturer representative (rep). The rep reported that there was no patient impacted by this issue so there was not hcp office to call. They interrogated all of the batteries which they received from the departing manufacturing representative. They had inadvertently turned one on and so they shipped the battery back as advised.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the service life of the implantable neurostimulator (ins) was started prematurely. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.